Event description:
Information received by medtronic indicated that they wanted to correct blood glucose using the insulin pump and insulin pump was not responding. Customer stated that they had insulin flow block alarm in alarm history. Customer experienced high blood glucose of 467 mg/dl. Customer was advised to remove cannula and it was totally bent. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.